Event description:
The complaint was reported as: the device will not nebulize a treatment during use. No report of pt injury.

Manufacturer narrative:
A device history record (DHR) review was conducted. The review showed that there were no issues related to the functional issues, neither on the product, not its components during the manufacture of the material. The customer complaint cannot be confirmed due to the sample that was involved in the incident was not provided at the time of this report.